Manufacturer narrative:
The lens was returned to b & l and it is currently being evaluated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the pt was complaining of glare with implanted ao60g intraocular lens. Upon inspection, the surgeon noted concentric "rings" on the optic. The ao60g intraocular lens was subsequently explanted. Additional information has been requested but has not been rec'd.